Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was obtained: what were the indications for surgery? Can you please confirm what tissues were captured in the device jaws? Was there any calcification of the vessels? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? Can more information be provided on the shape of the staples? How was the leak identified and addressed? What is the current status of the patient? Response: unfortunately, I won¿t be able to add any additional details to this complaint.

Manufacturer narrative:
(B)(4). Date sent: 03/04/2020. Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: upon follow-up with the surgeon, he told me that the only leak he has recently was on a side-to-side anastomosis where a tlc and tx stapler was used. He is not blaming staplers on the leak. Although both a tlc and tx stapler were used, he believes the leak was from the tx staple line. From speaking with the surgeon, the sales rep got the impression that although there was a postoperative staple line leak, he was not blaming the stapler so additional details were no pursued at the time. It was unknown how the leak was identified or addressed, but to the best of his knowledge the patient is fine. No further information was provided. Additional follow-up will be made to confirm additional details.

Event description:
It was reported that the doctor performed an unknown procedure with a stapler that was used at an unknown date. The patient returned on an unknown date with a leak. It was not reported how the issue was resolved.